Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
This is the seventh report of ten reports, concerning biopatch, from the same facility. It was reported there was an "increase in infection rates starting last (B)(6) (2012) on central lines. This trend has continued periodically throughout the year. For the past year there were 10 infections. The nurse said the patents' own colonization has caused the infection." Additional information was requested.